Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the arm on the unit will not hold the monitor on the cart. It was further reported that it keeps sliding down.